Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01918.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) off of the superficial femoral artery (sfa) using ruby coils, a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, the physician felt resistance when approximately seventy-five percent of the ruby coil was advanced out of the lantern. When the physician attempted to remove the ruby coil, it detached into the patient's vessel. Subsequently, a snare device was used and the ruby coil was successfully removed. Next, the physician felt resistance when approximately seventy-five percent of the next ruby coil was advanced out of the lantern. When the physician attempted to remove the ruby coil, it detached into the patient's vessel. However, the physician was able to remove the lantern and flush the ruby coil out on the back table. The procedure was completed by re-inserting the same lantern and using another ruby coil. It was also reported that, while analyzing the angiogram images, the target location was revealed to be no more than 2 mm in size. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned ruby coil confirmed that the embolization coil was detached. Further evaluation revealed that the pusher assembly was fractured and had multiple kinks along its length. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. If the pusher assembly fractures, the coil will likely detach. Additional damage was incurred to the coil when snared from the patient. Based on the reported event, the resistance experienced during the procedure was likely due to the coil being too large for the aneurysm. Evaluation of the second returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pusher assembly was fractured near the proximal end of the introducer sheath. If the mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced during advancement, and damage such as a kink and subsequent fracture may occur. If the pusher assembly fractures, the coil will likely detach. The damage on the returned device does not align with the reported issue; therefore, the root cause could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01918.